Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. Also received with cracked case at the display window corner and cracked battery tubethreads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 3.6 mmol/l. Troubleshooting was performed. The device was returned for analysis.